Manufacturer narrative:
Device was received with unresponsive up arrow button due to corroded keypad traces. No stuck button error alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. The customer blood glucose level was unknown. The customer stated that button error was back after restart. The customer also stated that the pump not bumped or dropped also not exposed to moisture. Customer stated that button was not pressed for 3 minutes. The device will be return for analysis.